Event description:
A 55-year-old female patient with pancreatic adenocarcinoma started optune pax therapy on (B)(6) 2026. On (B)(6) 2026, the patient reported to novocure that she experienced uncomfortable pruritus beneath the transducer arrays. The patient also noted a sore located between the central and left arrays. On (B)(6) 2026, the patient reported continued skin irritation on her back accompanied by persistent itchiness associated with the arrays. Due to ongoing skin irritation with associated itchiness on (B)(6) 2026, the prescribing physician advised temporarily discontinuing optune pax therapy until the irritation had resolved. During discussion of potential contributing factors, the patient¿s daughter reviewed the skin barrier wipes being used and identified isopropyl alcohol as the first ingredient. The patient was advised to immediately discontinue the current wipes and switch to an alcohol-free skin barrier product, as the alcohol content was considered a likely factor contributing to the reported skin irritation. Images provided showed patches of moderate erythema on the lower back/torso region. On (B)(6) 2026, the patient continued to experience persistent itchiness. The patient reported that her prescribing physician prescribed an oral medication for symptomatic relief of itching and advised that symptoms were expected to resolve within 1¿3 weeks. The patient further noted ongoing back irritation with persistent itchiness. She was advised to follow up with her prescribing physician to discuss the potential addition of a topical medication for further symptom management. Attempts were made to contact the prescribing physician; however, no reply was received.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the pruritus and skin irritation cannot be ruled out. Pruritus was reported in the pivotal ef-27 clinical trial for optune pax treatment for locally advanced pancreatic cancer (22.3% in the ttfields arm and 8.4% in the control arm). Skin irritation was reported in the pivotal ef-27 clinical trial for optune pax treatment for locally advanced pancreatic cancer (9.1% in the ttfields arm and 0.4% in the control arm).